Event description:
It was reported there was a confirmed motor stall and motor stall recovery recorded in event logs. The motor stall was caused by the patient having an MRI or other medical procedure. Additional information has been requested but was not available at the time of this report.